Manufacturer narrative:
(B)(4). Batch # n5647f. The analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position. The device was received with a reload loaded in the device. The reload was received fully fired, with the washer uncut and with the knife recess below the reload deck. Staples were noted to be on the cartridge deck in proper b-form shape; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. The device was tested for functionality with the test reload the device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a rectosigmoidectomy procedure, the product failed. The first closing trigger broke. The device was replaced by another stapler to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes.